Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate auto mode switch episodes were observed due to far r-wave oversensing in clinic. Patient was symptomatic with fatigue. Programming changes were made.